Event description:
It was reported that the device was connected to the main power to charge battery, but the battery lamp did not turn on.

Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed and the root cause was determined to be a defective battery, the evaluation also found the device with a defective pump motor. As a result of these failures, the pump and battery were replaced. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys go, the device was connected to the main power to charge battery, but the battery lamp did not turn on. The treatment was continued with a back up device. There was no delay. There was no patient harm.